Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor had been inserted into the abdomen on (B)(6) 2019. On (B)(6) 2019 at around 7:00 am the cgm readings were somewhat elevated. He ate only an apple and took a dose of insulin, then did some work in the garage. Three hours after taking the insulin, the cgm was way over 200 mg/dl, and at times over 400 mg/dl, reading high. He did a calibration (bg not provided), then took a second dose of insulin and immediately passed out. His wife asked the neighbor to call emergency medical services (ems). The paramedics checked his bg which was 32 mg/dl but the cgm still showed a value over 200 mg/dl. He was taken to the emergency room (ER) around 11:00 am and stayed there 6 hours. During the first 3 hours there the cgm reading stayed in the 200s and the bg checked by the nurse was 40 mg/dl. One hour later the cgm was over 160 mg/dl. In the ER he was treated with an unspecified IV and his bg crept up slowly. When he was conscious enough, they gave him food and then his bg went up better. He did not sustain any injury from the event and was in good condition at the time of contact. The cgm remained inaccurate by 70-150 points so he was doing fingersticks. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.